Manufacturer narrative:
The device has been explanted. Upon explant it was observed that device was not ruptured. Hence unreporting the previously reported rupture. Additional, changed, and/or corrected data: b5, h6.

Event description:
The device has been explanted. Upon explant it was observed that device was not ruptured. Hence unreporting the previously reported rupture.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.